Event description:
It was reported that the user applied a new freestyle libre 3 plus sensor after a lapse in use due to running out of sensors, and subsequent attempts to scan with the mobile application repeatedly prompted a loose-sensor message while the ilet pump displayed the sensor as connected without generating glucose readings. Symptoms included no reported adverse clinical effects and no reported glycemic symptoms. Outcomes included dosing suspended on the ilet until a valid glucose reading is available, with the user advised to replace the sensor. Investigation included customer support troubleshooting and education, including app and pump restarts and guidance to contact the sensor manufacturer. Investigation of this case revealed that the issue persisted after restarts and was consistent with a failed or non-communicating sensor requiring replacement. It was concluded that the event was attributable to sensor malfunction that prevented glucose data availability to the ilet, with resolution expected upon sensor replacement and sensor warm-up to re-enable automated dosing.